Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of the power module (serial number: (B)(6)) making a clicking noise was confirmed via investigation of the returned product. The power module returned to the pleasanton service depot (psd) and when the unit was connected to ac power, a clicking noise was noted, confirming the reported event. The issue was traced to the power supply assembly (psa). The psa was replaced, and the issue resolved. After the replacement, the unit was able to pass all functional testing without issue, and the unit was returned to the customer, ready for use. The psa was forwarded to the product performance engineering (ppe) group for further analysis. The psa was connected to power and the clicking noise was observed, and it was also noted that the necessary voltage to support the unit was not being outputted. The power supply assembly is enclosed and manufactured by a third party, so no further troubleshooting could be attempted. The root cause for the clicking noise was traced to the damaged power supply assembly; however, the root cause for the damaged power supply assembly was not able to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section 10 of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a clicking sound coming from the power module. The power module was exchanged.